Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaints was the seized brake gap of the drive train. The storage condition of the platform is not known, but a review of the autopulse platform archive revealed that frequent daily checks had not been performed. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. The archive data was reviewed and revealed multiple fault code 16 around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The inspection found the brake gap to be seized, causing fault code 16. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning, the brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position). The patient's status information was requested, but the customer did not provide a response.